Event description:
It was reported that during an implant attempt the left ventricular (lv) lead was attempted and not used due to failed defibrillation thresholds. A new lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.